Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster device is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right coronary artery. A 4.0x16mm graftmaster covered stent was deployed; however, failed to seal the perforation. A 4.5x26mm graftmaster covered stent was deployed; however, this too failed to seal the perforation. No additional treatment was performed because the patient expired. The physician stated that the graftmaster covered stents did not cause or contribute to the patients death. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of death is listed in the graftmaster rapid exchange coronary stent graft system, instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the patient presented with chronic stable angina. In the physician's opinion the graftmaster covered stents did not cause or contribute to the patient's death. No additional information was provided.